Event description:
Ous MDR - after an implantation period of about 39 months, oversensing without shocks was reported via home monitoring. The lead was explanted and returned to biotronik for analysis. No adverse patient side effects have been reported. The exact event date was not reported, only that it happened in (B)(6) 2015.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. The analysis revealed multiple signs of wear along the lead body. In particular 16.5 cm distal to the is-1 connector pin the insulation was found rubbed through. In this region the conductor cable to the ring electrode was found damaged and demonstrated signs of arc-over. These findings can be considered as the root cause for the clinical observation of oversensing which led to vf detection as mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of interaction with the generator housing. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimise any such occurrences in future.